Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Without the actual device or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: customer reports several incidences of primary set breaking off in the caresite on trying to remove the primary set. When the nurse went into the patient's room to disconnect her from her evening dose of antibiotics. Upon disconnecting the primary tubing from the patient the end piece broke off inside the connection tubing that was connected to the patient. The broken piece inside kept the flow open so blood was coming back out of the IV line. This rn had to disconnect the extension tubing from the cannula/ catheter and connect a new one. No injury reported.